Event description:
It was reported that the patients midline incision had opened up exposing the spinal cord stimulator (scs) leads. Additional information was received that underwent a lead replacement procedure. The patient was doing well postoperatively and the explanted devices will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7167435, UDI: scs-linear leads.

Event description:
It was reported that the patient's midline incision had opened up exposing the spinal cord stimulator (scs) leads.